Manufacturer narrative:
(B)(4).

Event description:
Procedure type: proximal gastrectomy. According to the reporter: the orvil was inserted through the mouth and its tube was pulled out from the stump of the esophagus. After removing the tube, the surgeon attempted to connect the anvil to the stapler, but the anvil would not stand and it could not be connected to the stapler. The surgeon gave up using the orvil and removed it from the esophagus. After that, he inserted another anvil (an accessory of eea) into esophagus and performed the purse-string suture. The procedure was completed without further problem. There was unanticipated tissue loss. The case was extended by more than 30 minutes. No reinforcement material used.